Event description:
Posterior part of the trial inlay broke.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon trial was reported. The event was confirmed via review of the returned device. Method & results: product evaluation and results: visual inspection & material analysis: review of the triathlon solid cr tibial insert trial size 5, catalogue#: 5530-t-509y, lot code: a242r confirmed fracture on the posterior articulating surface edge. Characterisation using stereo microscopy confirmed fracture on the posterior articulating surface edge due to overload fracture. No manufacturing or material related defects were observed on the fracture surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been 1 other similar events for the lot referenced. Conclusions: it was reported that the trial broke during surgery. Visual inspection & material analysis: review of the triathlon solid cr tibial insert trial size 5, catalogue#: 5530-t-509y, lot code: a242r confirmed fracture on the posterior articulating surface edge. Characterisation using stereo microscopy confirmed fracture on the posterior articulating surface edge due to overload fracture. No manufacturing or material related defects were observed on the fracture surfaces examined. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.